Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (4l95718), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: a manufacturing record evaluation was performed on product code : 228151, lot number : 4l95718; and determined that there were no anomalies or discrepancies related to this complaint. N mre review was performed and results obtained as below :

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). UDI:(B)(4).

Event description:
It was reported by the affiliate via email that during a meniscal repair the backstop of the truespan 12 degree peek pulled out and did not catch the back of the meniscus. The surgeon was able to open a new implant and the procedure was completed. There was no patient consequence, however there was a 5 minutes surgical delay. No additional information was provided.